Event description:
It was reported that a revision surgery was performed due to a broke stem. No delay or back up reported.

Manufacturer narrative:
The associated devices were returned and evaluated. A visual inspection observed bone on-growth on the porous coating on the sleeve, indicating proximal fixation into the femur. The stem fractured near the proximal region of the sleeve. Several gouges and fretting/corrosion observed on the distal portion. Gouges likely caused during extraction. Fretting observed on the lateral side of the proximal portion of the stem at the fracture. Radial lines occurred on the lateral side of the fractured surfaces of the proximal & distal portions. The fretting on the lateral fractured surfaces and the lateral radial lines on the fractured surfaces indicate that the fracture likely initiated on the lateral surface. The delta ceramic femoral head showed minor scratches on all external surfaces. It is unclear when these scratches occurred; prior to explant, during removal, or during transportation after. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have contributed to the reported incident. Based on the limited clinical documentation provided, the root cause of the reported stem fracture could not be concluded. The patient impact beyond the reported revision, probable pain/discomfort, and an expected brief post-operative rehabilitation phase cannot be determined. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint.